Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Event description:
It was reported that during insertion, when the stent was pushed up using as positioner, the tail was bucked and failed to insert it. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Block h11: the polaris ultra ureteral stent was returned for analysis. The reported event of stent buckled material is confirmed. During the visual, magnification inspection, and media inspection it was found that the stent shaft buckled. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordioned resulting in a difficulty unable to advance the stent to the target site. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during insertion, when the stent was pushed up using as positioner, the tail was bucked and failed to insert it. The procedure was completed with another of the same device. There were no patient complications reported.